Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of suspected header problems. This device is involved in a product advisory.